Manufacturer narrative:
D2b wrong product code inserted in the initial MDR: jwl . D2b product code corrected: jwh.

Manufacturer narrative:
Batch review performed on 16 october 2025: gmk-spherika 02.12. Ka04l gmk spherika femoral component s4l cemented (k211004) lot 2429610: (B)(4) items manufactured and released on 13-jan-2025. Expiration date: 2029-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2430237: (B)(4) items manufactured and released on 28-feb-2025. Expiration date: 2030-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12. E0411fl gmk-sphere tibial insert e-cross - flex 4l - 11mm (k202022) lot 2426070: (B)(4) items manufactured and released on 04-nov-2024. Expiration date: 2029-10-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Clinical evaluation performed by medacta medical affairs director: a revision surgery was performed 4 months after the implantation of a tka, due to joint instability. In the long-leg x-ray, a clear valgus alignment is visible, which resolves in the short field x-ray (probably the long-leg x-rays were taken under weight-bearing or valgus stress). This finding supports the reported instability, indicating medial compartment laxity. Additionally, the tibial component appeared slightly elevated on the medial plateau; however, it is unclear whether this finding developed after weight bearing began or was already present since implantation.

Event description:
Revision surgery at about 4 months after the primary due to laxity. Tibia, femur, insert revised successfully to semi-contrainted system.